Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented in clinic for follow-up on 07/22/2018. Upon interrogation of the device, loss of capture and low r-wave amplitude was noted on the right ventricular lead. The physician suspected lead dislodgment. A chest x-ray confirmed that the lead had moved slightly. The patient was admitted to the hospital on (B)(6) 2018. The lead was repositioned on (B)(6) 2018. During the procedure, retraction and extension of the helix was not smooth but good position was obtained. The lead was tested and high defibrillation threshold was noted. The patient was rescued using external defibrillator. It was confirmed by x-ray that the lead had dislodged again. The physician decided to explant and replace the lead. The patient did not experience any adverse consequence with no issue after the procedure.